Manufacturer narrative:
Unit was received with currents in specification. No blank display. Lcd board okay. No button error alarm. Unit was received with intermittent act button response due to corroded button keypad trace. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a blank display. The customer¿s blood glucose was 387 mg/dl at the time of incident. Customer stated that the insulin pump had a blank display and the display did not return even after the battery has been changed.. Customer also reported that the insulin pump drive support cap was flush and has received a button error alarm. No significant event leading to button error or keypad anomaly were observed. Customer had experienced high blood glucose of 387 mg/dl and had to see her doctor. Customer was treated with manual injection the customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.